Event description:
Pt underwent surgery, hysteroscopic myomectomy. Pt returned to the emergency department the next day with a complaint of abdominal pain. The next day, pt required additional surgery for uterine perforation and bowel injury (a hysterectomy and colostomy). Pt also required hospitalization for 8 days.